Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-03562. Related manufacturer reference number: 1627487-2022-03667. It was reported that the patient experienced ineffective therapy and was unable to place their system in MRI mode. As a result, surgical intervention was undertaken in may 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported observation of ¿unable to set ipg to MRI mode¿ was not confirmed. The root cause of the reported observation could not be ascertained in reference to the returned lead system including the swift-lock anchors. There were no anomalies noted during analysis that could have contributed to the reported observation. The observation occurred 3.25 years prior to the explant date. No programmer logs from the time of the observation were provided. The associated ipg logs suggested the device provided normal stimulation prior to explant. No program status errors had been log in the monthly program logs other than surgery mode, which is a normal indication. A program status error would have suggested a possible lead issue.